Event description:
Talent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology at the time of implant was not reported and the distal thoracic aorta was 36-37 mm in diameter. At 5.5 months post implant there was a distal type 1 endoleak seen which was attributed to an enlarging distal landing zone of the thoracic aorta. A talent 46x44 stent graft was placed and deployed at the level of the celiac artery in an attempt to resolve the endoleak; however, that did not resolve the endoleak (see MFR 2953200-2009-00846). The ivus showed the stent graft was not apposing against the vessel wall due to the disease aorta. The decision was made to coil embolize at a later date. No additional information was provided.

Manufacturer narrative:
Evaluation codes, results: (endoleak), conclusions: (dilated and diseased thoracic aorta).